Event description:
This is a spontaneous case report received from a female consumer of unspecified age in united states on 14-jun-2016 who had essure (fallopian tube occlusion insert) inserted. Consumer said that she suffered severe pain and nonstop bleeding for two years after receiving essure. Eventually her doctors found that the essure coils had broken apart and embedded into her uterus. She has undergone numerous surgeries, including a hysterectomy to try and remove the broken essure coils. Consumer contact information is not available; description is from an article. Quality safety evaluation received on 28-jun-2016: ptc global number (B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. In this case no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had bleeding (interpreted as genital bleeding). Later, her doctors found that the essure coils had broken apart and embedded into her uterus. She underwent numerous surgeries and a hysterectomy to remove essure. These events are listed in the reference safety information for essure, except for device breakage which is anticipated according to the technical analysis. After essure insertion genital bleeding may occur. Given the positive temporal relationship, nature of the event bleeding, and lack of alternative explanation, a causal relationship with essure cannot be excluded. Regarding the device breakage and embedment, the exact date and mechanism of these events are unknown. Consumer only mentioned that her doctors found that the essure coils had broken apart and embedded into her uterus. Given the nature of these events, a causal relationship with essure cannot be excluded. This case was regarded as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information cannot be obtained due to lack of reporter contact information.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs